Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor error alarm and the o-ring had leaks. Customer's blood glucose level was 220 mg/dl at the time of incident. Customer stated that they were unable to complete insulin pump rewind due to insulin pump alarm and the insulin pump was exposed to moisture. Customer stated that drive support cap appeared to be normal. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly.